Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of hardware failure could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact patient did not report any injury or medical intervention.